Event description:
Insert edge was broken during the sterilization process.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned to depuy customer quality for evaluation. Previous investigations of related issues found the root cause to be attributed to product wear out. A root cause can not be determined with the information provided and no product sample to evaluate. Based on the inability to find the root cause, the need for corrective action is not indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.